Manufacturer narrative:
Distribution panel.

Event description:
The customer reported that the ventilator alarmed and shut down immediately upon power up, resulting in a vent inop condition. The unit was not in use on a patient, therefore, there was no patient harm. The respironics service technician confirmed the customer reported problem. The service technician replaced the power cord to correct the problem. Extended self testing (est) and performances verification testing was completed and all tests passed per operating specifications.